Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient's heart rate was below the programmed device rate. Interrogation of the implantable cardioverter defibrillator revealed that the device was oversensing post-paced t-waves, causing the delay in pacing. The device was reprogrammed to address the oversensing, and there were no patient consequences.